Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the visera elite ii video system center was giving a lamp error e105. The issue was found during an unidentified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation, and the customer's allegation could not be confirmed. The olympus technical assistance center recommended the user power cycle the device. After doing so, the user confirmed the error code cleared and did not return. There were no other malfunctions reported with the device. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.